Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an endoscopic submucosal dissection (esd), the subject device was used. In the procedure, the subject device could not work. The intended procedure was completed with another device. No patient injury was reported. Plug connector was found loose at visual inspection. This is the report regarding the failure of the output.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the evaluation by olympus trading (shanghai) limited (osh), the factory of aomori olympus confirmed the following condition of the device. The foreign material stuck to the distal end (the cups) of the subject device. Confirming the conduction by connecting a cord and there was no conduction between the a cord plug and the cups. After removing the foreign materials around the cups, the a cord plug and cup were conducted. There was no abnormality in the connection between a cord and the product. Confirming the high frequency output activation by connecting a high frequency cauterizing device, as a result, it was possible to activate the output with a high frequency. Based on the evaluation results, omsc assumes that the event occurred due to any of the following possible causes. The current density decreased due to burnt tissue attached to the distal end. The current density decreased because the target area was immersed in blood or water. The above device handling has warned in the instruction manual as follows. Aspirate fluids such as mucus that adhere to the tube and body cavity tissue. Patient injury such as perforation, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering.